Event description:
It was noted that prior to explant, externalized conductors were observed.

Manufacturer narrative:
(B)(4). External insulation abrasions were noted at 12.2-12.5cm, 13.9-15.1cm, and 16.6-17.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Internal insulation abrasions were noted at 9.5-10.5cm and 30.7-31.8cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasions under the rv shock coil were noted at 4.5-4.6cm, 4.8-4.9cm, and 5.1-5.2cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 27.7-27.8cm and 28.0-28.1cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 35.5-36.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. Internal insulation abrasion under the svc shock coil was noted at 21.2-21.4cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observations from the field of noise and oversensing.

Event description:
It was reported that patient received inappropriate antitachycardia therapy due to lead noise oversensing. All lead electrical measurements were normal. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.